Manufacturer narrative:
The operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. Warnings and cautions - pressurized infusion/irrigation solutions in bags: when using the vision system in a pressurized infusion/irrigation mode or with iop control feature enabled, users need to take precautions to not use bss irrigating solution or other infusion/irrigation mediums from pliable, collapsible containers (i.e. Bags). The system, when used in these pressurized modes, forces pressure into the infusion/irrigation container in order to force the solution out of the container and into the cassette. The pressure employed by the system may cause some infusion/irrigation bags to rupture and cause disruption of the surgical procedures. Only approved glass containers and bags should be used with the vision system when employing modalities of pressurized infusion/irrigation. The company service representative examined the system and noted evidence of bss in the system. The company service representative observed this might have been caused during use of the viscous fluid control (vfc) function. The company service representative reviewed the proper use of the system and recommended the use of the vfc kit. The pneumatic module was replaced. The tray and filter column were replaced. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The pneumatic module was received for evaluation. Visual assessment and functional testing found the sample to meet company specifications. The fluid air exchange (¿f/ax issue¿) could not be replicated and the sample was found to meet specifications. The company representative observed indications of balanced salt solution (bss) entry into the system. However, based on the information obtained, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that eye was unable to be filled with air during the fluid air exchange during a surgical procedure. The system was reported to be leaking balanced saline solution. Additional information has been requested.